Event description:
It was reported that there was noise on the atrial channel causing mode switch episodes, and the left ventricular 4193 lead was in the atrial port. Follow up was conducted with the physician office which indicated that the device was reprogrammed to dvir and the low rate was decreased from 80 to 70 and this seems to have addressed the problem. Pt was not symptomatic and had no complications. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.